Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer's roommate called for an ambulance but the customer declined medical treatment as well as going to the hospital and addressed the bg level with a correction bolus via the pump. The customer reverted to an alternate pump for insulin therapy.